Event description:
It was reported that the patient presented complaining of feeling very "sluggish" and tired. It was determined that the right atrial (ra) lead exhibited undersensing p-waves although they could be seen on the surface electrogram. An x-ray confirmed that the ra lead dislodged into the ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).